Event description:
It was reported that during implant there was difficulty placing the right ventricular (rv) lead due to patient anatomy. The coil appeared to be stretched, so the lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the exposed rv (right ventricular) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant. The analyst commented that the rv exposed coil has slight distortion, but is within specification and does not affect insertion through an introducer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.